Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white and brown particles on the surface of the shell. ¿ fluids observed. ¿ crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patients concerns with the product and capsular contracture, baker grade unknown, on unknown side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patients concerns with the product and capsular contracture, baker grade unknown. Device remains implanted.